Event description:
It was reported that the patient experienced chest pain. It was noted that there was potential noise on the right atrial (ra) lead during the patient's atrial tachycardia (at)/ atrial fibrillation (af) episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c29 tissue valve, implanted: (B)(6) 2007. (B)(4).